Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune like symptoms') in an adult female patient who had essure (batch no. 927075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitations. Concurrent conditions included ovarian cyst, uterine bleeding, genital bleeding, dysfunctional uterine bleeding, amenorrhea, irritable bowel syndrome, diarrhea, constipation, bloating, hot flashes, amenorrhea, rash, hives, barrett's oesophagus, anxiety disorder, cervicalgia, chest pain and fainting. Concomitant products included medroxyprogesterone acetate (depo-provera) and omeprazole. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity/ "), dyspareunia ("dyspareunia"), neuromyopathy (seriousness criterion medically significant), vaginal disorder ("vaginal scarring"), autoimmune disorder (seriousness criterion medically significant), vision blurred ("blurred vision"), muscle spasms ("muscle spasm in left eye / muscle spasms"), groin pain ("pain in groin area"), feeling abnormal ("brain fog"), dysgeusia ("nickel taste in mouth") and palpitations ("heart palpitations"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract disorder, allergy to metals, dyspareunia, neuromyopathy, vaginal disorder, autoimmune disorder, vision blurred, muscle spasms, groin pain, feeling abnormal, dysgeusia and palpitations outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dysgeusia, dyspareunia, feeling abnormal, groin pain, muscle spasms, neuromyopathy, palpitations, pelvic pain, urinary tract disorder, vaginal disorder and vision blurred to be related to essure. The reporter commented: at this point, approximately 1 cm of the micro-insert (wound-down coils) appeared trailing into the uterus. The number of expanded coils that appeared t railing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 5. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and embedded device ('both fallopian tubes demonstrate synthetic coils embedded within the lumen') in a 42-year-old female patient who had essure (batch no. 927075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitations. Concurrent conditions included ovarian cyst, uterine bleeding, genital bleeding, dysfunctional uterine bleeding, amenorrhea, irritable bowel syndrome, diarrhea, constipation, bloating, hot flashes, amenorrhea, rash, hives, barrett's oesophagus, anxiety disorder, cervicalgia, chest pain and fainting. Concomitant products included medroxyprogesterone acetate (depo-provera) and omeprazole. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune like symptoms"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity/ "), dyspareunia ("dyspareunia"), vaginal scarring ("vaginal scarring"), vision blurred ("blurred vision"), muscle spasms ("muscle spasm in left eye / muscle spasms"), groin pain ("pain in groin area"), feeling abnormal ("brain fog"), dysgeusia ("nickel taste in mouth"), palpitations ("heart palpitations"), anxiety ("anxiety"), nervousness ("nervous") and dizziness ("still feel dizzy on occasion"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, neuromyopathy, autoimmune disorder, urinary tract disorder, allergy to metals, dyspareunia, vaginal scarring, vision blurred, muscle spasms, groin pain, feeling abnormal, dysgeusia and palpitations outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered allergy to metals, anxiety, autoimmune disorder, dizziness, dysgeusia, dyspareunia, feeling abnormal, groin pain, muscle spasms, nervousness, neuromyopathy, palpitations, pelvic pain, urinary tract disorder, vaginal scarring and vision blurred to be related to essure. The reporter commented: at this point, approximately 1 cm of the micro-insert (wound-down coils) appeared trailing into the uterus. The number of expanded coils that appeared t railing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 5. Pathologic report: the right fallopian tube is 6.5 cm in length. The left fallopian tube is 6 cm in length. Both fallopian tubes demonstrate synthetic coils embedded within the lumen. There is a 0.6 cm paratubal cyst on the left side. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "device embedded". Most recent follow-up information incorporated above includes: on 27-jul-2020: medical records received. Event " device embedded" was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and embedded device ('both fallopian tubes demonstrate synthetic coils embedded within the lumen') in a 42-year-old female patient who had essure (batch no. 927075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitations. Concurrent conditions included ovarian cyst, uterine bleeding, genital bleeding, dysfunctional uterine bleeding, amenorrhea, irritable bowel syndrome, diarrhea, constipation, bloating, hot flashes, amenorrhea, rash, hives, barrett's oesophagus, anxiety disorder, cervicalgia, chest pain and fainting. Concomitant products included medroxyprogesterone acetate (depo-provera) and omeprazole. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune like symptoms"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity/ "), dyspareunia ("dyspareunia"), vaginal scarring ("vaginal scarring"), vision blurred ("blurred vision"), muscle spasms ("muscle spasm in left eye / muscle spasms"), groin pain ("pain in groin area"), feeling abnormal ("brain fog"), dysgeusia ("nickel taste in mouth"), palpitations ("heart palpitations"), anxiety ("anxiety"), nervousness ("nervous") and dizziness ("still feel dizzy on occasion"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, neuromyopathy, autoimmune disorder, urinary tract disorder, allergy to metals, dyspareunia, vaginal scarring, vision blurred, muscle spasms, groin pain, feeling abnormal, dysgeusia and palpitations outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered allergy to metals, anxiety, autoimmune disorder, dizziness, dysgeusia, dyspareunia, feeling abnormal, groin pain, muscle spasms, nervousness, neuromyopathy, palpitations, pelvic pain, urinary tract disorder, vaginal scarring and vision blurred to be related to essure. The reporter commented: at this point, approximately 1 cm of the micro-insert (wound-down coils) appeared trailing into the uterus. The number of expanded coils that appeared t railing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 5. Pathologic report: the right fallopian tube is 6.5 cm in length. The left fallopian tube is 6 cm in length. Both fallopian tubes demonstrate synthetic coils embedded within the lumen. There is a 0.6 cm paratubal cyst on the left side. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "device embedded". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 42-year-old female patient who had essure (batch no. 927075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitations. Concurrent conditions included ovarian cyst, uterine bleeding, genital bleeding, dysfunctional uterine bleeding, amenorrhea, irritable bowel syndrome, diarrhea, constipation, bloating, hot flashes, amenorrhea, rash, hives, barrett's oesophagus, anxiety disorder, cervicalgia, chest pain and fainting. Concomitant products included medroxyprogesterone acetate (depo-provera) and omeprazole. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmunelike symptoms"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity/ "), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), vision blurred ("blurred vision"), muscle spasms ("muscle spasm in left eye / muscle spasms"), groin pain ("pain in groin area"), feeling abnormal ("brain fog"), dysgeusia ("nickel tast in mouth"), palpitations ("heart palpitations"), anxiety ("anxiety"), nervousness ("nervous") and dizziness ("still feel dizzy on ocasion"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, neuromyopathy, autoimmune disorder, urinary tract disorder, allergy to metals, dyspareunia, vaginal disorder, vision blurred, muscle spasms, groin pain, feeling abnormal, dysgeusia and palpitations outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, dizziness, dysgeusia, dyspareunia, feeling abnormal, groin pain, muscle spasms, nervousness, neuromyopathy, palpitations, pelvic pain, urinary tract disorder, vaginal disorder and vision blurred to be related to essure. The reporter commented: at this point, approximately 1 cm of the micro-insert (wound-down coils) appeared trailing into the uterus. The number of expanded coils that appeared t railing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 5. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: patient has anxiety, nervous and dizziness on occasion. New event anxiety dizziness and nervous were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune like symptoms') in an adult female patient who had essure (batch no. 927075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included palpitations. Concurrent conditions included ovarian cyst, uterine bleeding, genital haemorrhage, dysfunctional uterine bleeding, amenorrhea, irritable bowel syndrome, diarrhea, constipation, bloating, hot flashes, amenorrhea, rash, hives, barrett's oesophagus, anxiety disorder, cervicalgia, chest pain and fainting. Concomitant products included medroxyprogesterone acetate (depo-provera) and omeprazole. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity/ "), dyspareunia ("dyspareunia"), neuromyopathy (seriousness criterion medically significant), scar ("vaginal scarring"), autoimmune disorder (seriousness criterion medically significant), vision blurred ("blurred vision"), muscle spasms ("muscle spasm in left eye / muscle spasms"), groin pain ("pain in groin area"), feeling abnormal ("brain fog"), dysgeusia ("nickel tast in mouth") and palpitations ("heart palpitations"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract disorder, allergy to metals, dyspareunia, neuromyopathy, scar, autoimmune disorder, vision blurred, muscle spasms, groin pain, feeling abnormal, dysgeusia and palpitations outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dysgeusia, dyspareunia, feeling abnormal, groin pain, muscle spasms, neuromyopathy, palpitations, pelvic pain, scar, urinary tract disorder and vision blurred to be related to essure. The reporter commented: at this point, approximately 1 cm of the micro-insert (wound-down coils) appeared trailing into the uterus. The number of expanded coils that appeared t railing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 5. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.